Event description:
Hemodialysis patient found by partner with one of the patient blood lines attached to the catheter; rinse back volume observed on cycler screen. Unquantified amount of blood observed on floor. Cause of death was cardiac arrest, an autopsy was not done.

Manufacturer narrative:
Device not returned for evaluation. Cartridge discarded and not available for inspection. No evidence of a device malfunction. Review of cycler data logfile shows that the remaining dialysate volume was manually reduced to zero 26 minutes after the treatment ultrafiltration target was reached and then the stop key was pressed. The blood pump was never restarted to perform an automated rinseback. User's guide includes appropriate warnings that a trained and qualified person must observe all treatments and that a patient should never dialyze alone. Nxstage medical considers this report closed. No additional information will be provided.